Manufacturer narrative:
This is one event (cerebrovascular) of two events reported for the same patient involving two separate products; associated MDR #s 1225714-2013-02820, 02821, 02822.

Event description:
The plaintiff's attorney alleged that the patient experienced a stroke on (B)(6) 2004 and subsequently expired on (B)(6) 2004, after the use of the product.